Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na

Event description:
This is filed to report material protrusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An ntr clip delivery system (cds) was inserted and the leaflets were grasped without issues. During deployment of the clip, the actuator knob was turned eight times and was pulled back; however, the mandrel retracted roughly four inches. The handle was then slightly retracted, and it was noticed that the clip was successfully deployed. Mr was reduced to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported material protrusion (actuator mandrel) was confirmed via returned device analysis. Additionally, the actuator mandrel was observed to be bent at the proximal end. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported material protrusion in this incident could not be determined. It is possible that the user may have applied more force while pulling on the actuator knob during the procedure resulting in the reported user experience, however; this cannot be definitively confirmed. Bent mandrel is a cascading effect of the protrusion in this case. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An ntr clip delivery system (cds) was inserted the leaflets were grasped without issues. During deployment of the clip, the actuator knob was turned eight times and was pulled back; however, the mandrel retracted roughly four inches. The handle was then slightly retracted, and it was noticed that the clip was successfully deployed. Mr was reduced to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.